Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline¿s outer jacket from the metal connector was confirmed through an onsite evaluation by an abbott representative, as well as photos provided pre- and post-repair. Additionally, the photos showed tape wrapped around the outer layer of the driveline suggesting superficial damage to the outer jacket. The account reported that the patient¿s heartmate ii left ventricular assist system (lvas) driveline had a cosmetic tear at the bend relief of the driveline and required a clamshell repair. The repair was successfully completed on 11nov2020 by an abbott representative. No issues were noted. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to customer on 22jan2014. The heartmate ii lvas instructions for use (IFU) and patient handbook address how to care for the driveline. The patient handbook contains sections on ¿caring for the driveline,¿ which explains patient care and handling of the driveline connector to the system controller. The patient handbook also has a section ¿caring for the equipment,¿ in which the patient is stressed to contact their hospital immediately if any driveline damage is suspected. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time, wear and fatigue of the driveline will cause damage to the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a separation of the distal bend relief, a clamshell repair was requested. The separation of the bend relief was confirmed and specified as a cosmetic tear in the white silicone jacket at the distal bend relief of the percutaneous lead. A clamshell repair was performed on (B)(6) 2020. The repair resolved the issue. The patient was listed as stable. No further information was provided.